Manufacturer narrative:
Product is not cleared for distribution in the us. This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported a patient enrolled in a clinical study underwent a right total hip arthroplasty on (B)(6) 2015. During the procedure, surgeon had trouble fixating the intended stem and utilized a different stem to complete the procedure. Subsequently, patient experienced dislocation and subluxation on (B)(6) 2015 and (B)(6) 2015 which were resolved non-surgically.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.